Event description:
It was reported that the patient's post op echo has revealed that the patient has moderate mitral regurgitation. Reportedly, the surgeon is having a copy of the echo sent to edwards for independent review.

Manufacturer narrative:
Device not returned.